Event description:
Crrt [continuous renal replacement therapy] filter multiple alarms and do not work immediately after setting up. Happening with multiple events affecting continuous dialysis therapy. Often leads to multiple filter exchanges. Filter needed exchanged and after new filter set up immediately got alarms about high pressures and wouldn't run requiring another setup of a new filter again that also had high pressure alarms.